Event description:
It was reported that there was a confirmed first over-discharge. It was noted that a physician mode recharge (pmr) was performed. It was noted that it was unknown if action was required. It was noted that diagnostic and troubleshooting would be performed in the future. It was noted that the patient did not use stimulation for 1 to 3 months and was not aware that they needed to charge even if they were not using stimulation. It was noted that the stimulation shut off sometime early (B)(6). It was noted that the patient wanted to see how they felt without stimulation and therefore did not charge. It was noted that the patient was not aware if they did not charge that the stimulators would go into over-discharge. It was noted that the last time the stimulators were charged was late (B)(6) to early (B)(6) per the patient. It was noted that the patient was alive with no injury and did not have any patient symptoms or complications associated with the event. It was noted that a pmr was currently in progress. Additional information received reported the pmr was successfully performed. It was noted no further troubleshooting/interventions were necessary. It was reported the rep had not heard from the patient since the date pmr was completed. Additional information received reported the ins (serial# (B)(4)) had a power on reset (por) code of 0x2618. It was noted that the ins (serial# (B)(4)) showed a code of 0x8. Additional information received reported the manufacturer representative had not heard from the patient since (B)(6) 2013, as the patient was instructed to call the rep if he needed anything further. It was reported the manufacturer representative assumed the patient's stimulation was still working well.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-56, lot# va02tsf, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va03l8x, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# va02g1l, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).